Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00979. It was reported that during implant procedure on (B)(6) 2023, while the physician was placing the leads the patient began to vomit and aspirate causing the oxygen saturation to drop significantly. Leads were removed and patient was turned over to stabilize. Once patient was stable, physician aborted the case and closed incisions. Patient has since recovered and was re-implanted at a later date.